Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 445, 421, 345 and 459 mg/dl. The customer is also concerned with fasting meter to meter comparison results of 445 mg/dl using true metrix meter and 160 mg/dl using another device. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 419 mg/dl using true metrix meter; the customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (customer only has four results in memory): (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet received the replacement products. Customer stated they would call if further assistance is needed.

Manufacturer narrative:
Sections with additional information as of 05-jan-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.